Manufacturer narrative:
Correction: previously should mentioned diagnostic imaging in b5 and b6 section.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead had dislodged and exhibited failure to capture. The dislodgement was confirmed via diagnostic imaging. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead had dislodged and exhibited failure to capture. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.